Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter after inserting the IV. The following information was provided by the initial reporter: "bd insyte autoguard winged 24 gauge catheter lot # 3129607 needle split through catheter sheath. This was noted after IV inserted and unable to advance. Rn removed needle/catheter. Trend has been identified with this product, multiple lot numbers impacted."

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5145196. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.